Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that med station main drawer 2.1 was not recovering. A field service engineer found that the drawer had a failed cubie in drawer, row 1a. The cubie was not physically present. The field service engineer walked the customer through the steps to properly recover the drawer. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failure. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.